Event description:
A hemodialysis user facility has reported that during treatment initiation, a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 100ml. A new system was strung and the pt completed their treatment without further issue. Hemodialysis nurse reports that there is no other known ill effect or medical intervention required to the pt. There is a sample available for evaluation.